Event description:
During a follow-up in clinic, episodes of undersensing were observed on the device. Technical support was contacted and provided reprogramming recommendations, however, no intervention was performed at this time. The patient was stable.